Manufacturer narrative:
(B) (4). Physio-control determined the root cause of malfunction to be electrically leaky filters, designator fl9, fl10, fl11, from the analog pcb due to flux residue on the assembly.

Event description:
Customer reported that the device was displaying the charge-pak (internal battery charger) icon. The device was returned and evaluated at physio-control's failure analysis center. Physio observed fault codes in the memory and an excessive current leakage from the internal batteries in the device's powered-off state. The device was unable to deliver defibrillation therapy. There was no patient use associated with the event.